Event description:
It was reported that the device was explanted and replaced due to the advisory. The pacemaker dependent patient experienced anxiety and distress before and after the procedure. Following the procedure, the patient experienced shortness of breath and lightheadedness upon any exertion. The new device was reset and the patient was doing better.